Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead and right atrial (ra) lead exhibited high impedance, and high thresholds. The rv lead and ra lead were removed and replaced with a different lead. No patient complications have been reported as a result of this event.